Manufacturer narrative:
Continuation of d10: product ID 3887-33 lot# j0019927v. Product type lead product ID 3887-33 lot# j 0015962v product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(6), ubd: 11-dec-2004, UDI#: (B)(4) ; product ID: 3887-33, serial/lot #: (B)(6), ubd: 21-oct-2004, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was the caller was in the operating room for an ins replacement case. The caller indicated that prior to starting the case they tested impedances and the values were within the normal range. During the case they were getting high impedances. The caller indicated that prior to calling they swapped leads in the header and got the same results which they said made them think that the issue was associated with the ins. The caller ran an impedance test and provided the following values:ref 0 all values 40000ohmsref 8 all values 40000ohmsref 3 all values 40000ohms. The caller couldn't connect the extensions to a wireless external neurostimulator (wens) because the tails did not extend far enough out of the ins pocket. The caller indicated that they reconnected the extensions and the connectivity check showed that the there are 3 green indicators on one lead and 2 green indicators on the second lead. The caller provided the following values for reference electrode 0:ref 0 2 1 860 8 800 9 940 10 1100. The caller connected the extensions to the old ins; ref 10 0 3600ohms 1 34940ohms 2 30670ohms 3 40000ohms 8 9 10 11 40000ohmsref 0 electrodes 1 2 3 and 11 40000ohms 10 3500ohms. The caller reconnected the extensions to the new ins. The caller provided the following impedance values:ref 9 0 1 2 and 3 1000ohms 8 9 and 10 34000ohms 11 40000ohmsref 1 0 2 and 3 1007ohms 8 9 10 normal range values 11 40000ohms. The caller reran impedances and said that the value for electrode 8 was more normal. The surgeon rotated the extension and the rep said that electrode 8 and 11 were both out of range. The surgeon continued to manipulate the extension and they continued to retest the impedance values. The issue was not resolved through troubleshooting. The surgeon did not think that the issue was related to the extension or leads. Technical services (tss) reviewed information about impedance. During the call the surgeon made a product suggestion said that the header block lead opening/ports should be made of a metal or glass instead of softer material used at the port opening. Tss did not ask for the physician name as the caller was in the operating room with the surgeon and the caller needed to end the call and continue with the procedure. Additional information was received from a manufacturer representative (rep). The rep reported that they are unsure if the patient will be able to receive effective therapy after the troubleshooting as the healthcare provider (hcp) requested two weeks in between a replacement and the battery being turned back on. It was determined that the issue was either a lead or extension issue and not a generator issue. There was not an issue with the previous ins. Upon interrogation of the old ins, being replaced, there were no issues present with the ins or any impedances being shown. When the leads were removed from the old ins and inserted into the new ins there was no extensive manipulation to the leads that would indicate new damage. It is assumed that the impedance issue is either from the leads or the extensions in some regard. The leads were removed from the old ins and put into the new ins. An impedance test was run and showed that there were several impedances over 40,000 ohms. The doctor suspected an ins issue so rep had him remove the leads from the new ins and put them back into the old ins and ran another impedance test which showed the exact same impedances as the new ins. This illustrated that the issue is not with the new ins. Hcp put them back into the new ins after wiping the leads down to ensure there was no debris and the impedances were still present but on different electrodes now. The doctor then slowly rotated the leads within the new ins and ran impedance tests over and over. The 0-3 lead eventually came up all green and they secured it down with a torque wrench and these impedances never changed even in post op. The 8-11 lead continued to show different impedances on different electrodes upon manual manipulation. Eventually got greens on 8, 9, and 10 and the doctor was satisfied with this result for the time being. Electrode 11 never changed from 40,000 ohms. The doctor said they will try to program around electrode 11 at the two week post op appointment and if they get good therapy then they will continue on with no intervention. If therapy is lost in any way then they will schedule another surgery to put in two new leads with no extensions. It is unsure at this time if the issue has been resolved with electrode 11 as they had not seen the patient post op yet. The provided information has been confirmed with the physician/account. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was able to be turned on and is receiving good therapy. The issue is resolved at the moment.